Event description:
While using a philips sonicare c3 brush head (attached to the philips sonicare electric toothbrush handle hx9120 on vibration mode) to brush my teeth, and specifically while brushing my molars, one of the 1.2cm x 4mm individual bristle bundles (which included the 4mm x 2mm plastic base of the individual bristle bundle) separated from the brush head, with the individual bristle bundle (and plastic base of the individual bristle bundle) landing at the opening of my oropharynx / edge of the soft palate, causing me to forcefully cough to expel the object that separated from the brush head; of note to the c3 brush head unit remained fully and firmly attached to the philips sonicare electric toothbrush handle hx9120. The safety of this product is of concern due to both my experience and the risk to others if this happens to them. I have case (B)(4) under review at philips, and I returned the defective product to philips.